Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the buttons on the insulin pump were not responding. Customer's blood glucose value was 458 mg/dl; treated with manual injection. The customer did not receive a button error alarm and the numbers on the screen were not ramping on their own either. Customer's mother confirmed the time on screen was advancing. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.